Event description:
A caller reported that the pump battery would not charge despite attempting various troubleshooting steps, including different wall outlets and adapters. There was no adverse impact on the customer's blood glucose level as it remained below 500 mg/dl. Technical support decided to replace the pump, confirmed warranty status, and instructed the caller on returning the faulty pump while continuing to use the current pump as backup therapy.